Manufacturer narrative:
Reported issue of bands failed to deploy. Reported issue of bands deployed prematurely. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2016-00990 and manufacturer report #3005099803-2016-00991 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. Reportedly, the patient had large varices. According to the complainant, during the procedure, the physician attempted to deploy the bands of the first speedband superview super 7 device (capture by MFR report #3005099803-2016-00990) by turning the handle. However, no bands were deployed. The physician tried turning the handle two more times without success. Then the varix started to bleed and a final attempt was made to deploy the bands but all seven bands deployed at once. The first speedband superview super 7 device was removed from the patient and replaced with a second speedband superview super 7 device. The same issue occurred with the second speedband superview super 7 device (capture by MFR report #3005099803-2016-00991). The procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.